Event description:
It was reported that a user experienced prolonged hyperglycemia, with blood glucose over 400 mg/dl for approximately 4.5 hours despite insulin delivery, and later discovered the infusion set connector was not tightly secured on a 23" 6 mm set, which could have impaired insulin delivery; the user did not use backup therapy, perform ketone testing, or seek medical care, and device alerts for sustained high glucose occurred. Symptoms included feeling sick and in pain. Outcomes included resolution of hyperglycemia after the connector was tightened and normal device function thereafter. Investigation included phone-based troubleshooting and education to verify insulin delivery and assess infusion set and connector integrity. Investigation of this case revealed an infusion set connection issue consistent with an incorrectly attached or inadequately secured luer connector leading to ineffective insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set connection error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.